Event description:
In 2003, a hospital employee called kodak. When kodak returned the call to the hospital employee, the employee's family member indicated that there had been a fire in the radiology department. The kodak representative went to the department the next day and was shown, from a distance, the kodak x-omat multiloader 7000 in a burnt state. The incident scene had been closed off by the office of public safety and security. It was indicated that two firemen and two hospital employees were treated and released for smoke inhalation. (This unit was installed and serviced by a kodak dealer, electro-medical/prosol.)